Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed that the programmed rates and reservoir volume were consistent with the volume the pump recorded; indicating the issue was a user error. In addition to the review and calculation of expected rates based on the entries found in the ehl, three delivery accuracy tests were performed. The pump was found to be within manufacturing specification of +/- 6.0%. The investigation determined that the pump was not programmed correctly, it was programmed to deliver more medication than the user intended.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during an infusion of fluorouracil a smiths medical cadd-legacy plus pump over infused. It was reported that the treatment completed in twenty-four (24) hours, instead of five (5) days. No adverse patient effects were reported.